Event description:
Patient had surgery to revise loose shell. Trident psl shell was removed and replaced with trident triatnium hemispherical shell. In the process the original poly liner was also removed and replaced, as were the acetabular shell screws that were implanted in the primary surgery for added fixation. One of the two screws that were extracted broke in half during explanation and was left in vivo after failed attempts to get it out. The femoral head was also removed and replaced.

Manufacturer narrative:
An event regarding fracture of implant during extraction involving a 6.5 cancellous bone screw was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had surgery to revise loose shell. Trident psl shell was removed and replaced with trident triatnium hemispherical shell. In the process the original poly liner was also removed and replaced, as were the acetabular shell screws that were implanted in the primary surgery for added fixation. One of the two screws that were extracted broke in half during explanation and was left in vivo after failed attempts to get it out. The femoral head was also removed and replaced.